Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and two surgical leads, on (B)(6) 2009. It was reported that the pt lost stimulation. A CT scan and fluoroscopy showed no lead migration. The pt stated that her ipg pocket site was uncomfortable, and the physician revised the ipg pocket site on (B)(6) 2011. As a result of the revision procedure, the pt regained stimulation. No further issues have been reported.